Manufacturer narrative:
The site sent the clamp to a third party instrument repair company rather than replacing through the medtronic RMA process. The instruments have been repaired and returned to the facility. The two clamps will now serve as "back-ups" instead of daily rotation use.

Event description:
A site representative, registered nurse, reported a damaged open spine clamp. The screw head was stripped and could not be tightened properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement open spine clamp shipped to site on (B)(4) 2013. Suspect part not returned to manufacturer for analysis.